Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Flow sensor is reading inconsistently during patient support. The unit has been "re-zeroed" @zero rpm, with 3 audible confirmatory "beeps". The clinician has reported as much as 1 liter/minute flow that occurs spontaneously. The account is requesting to have the device serviced. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted as soon as further information becomes available. The device was investigated by a maquet service technician: this failure could not be reproduced. With the complete pm with full calibration testing and safety check to factory specifications. Returned to customer and cleared for clinical use. The patient is stable and continues to be stable waiting for organ donation. Since the reported failure did not contribute to a death ore serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).